Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Dats of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04641. It was reported the patient's leads had migrated and patient lost effective therapy. The issue was confirmed via x-rays. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the system was explanted and replaced,restoring therapy.